Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8305890. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, evaluation of the returned sample has determined that the foreign material present on the submitted device was identified by our quality engineers as remnants from the molding process. To address this issue our facility has issued retraining of the appropriate manufacturing personnel.

Event description:
It was reported that foreign matter was found in the bd intima-ii¿ closed IV catheter system prn before use. The following information was provided by the initial reporter, translated from chinese to english: "before using, there was foreign matter in the prn".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd intima-ii¿ closed IV catheter system prn before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before using, there was foreign matter in the prn".